Manufacturer narrative:
Correction: the touchscreen assembly was replaced to address the frozen screen. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen was unresponsive. No patient involvement was reported.

Manufacturer narrative:
Product return date not provided at the time of this report. The front bezel with the overlay switch was replaced to correct the problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The customer returned front bezel was installed in an fi ventilator. The ventilator could be started up and shut down repeatedly using the power button. No shutdown or other error occurred when the ventilator was run for 3 hours. No failure was found.